Event description:
The patient reported their patient programmer was giving them a warning message with a ¿doctor face and an elective replacement indicator (eri)¿ telling them it was nearing end of life. The patient noticed the eri message in the past but was unsure how long they could go before replacing. The patient¿s device does not seem to last as long. The patient connected while on the call and did not receive the eri message again.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).